Event description:
It was reported the patient died on (B)(6)2010. The patient had vt(ventricular tachycardia) that was "classified as vt non-sustained" and the question was asked why the device did not "redetect and keep treating." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient died on (B)(4) 2010. The patient had vt(ventricular tachycardia) that was "classified as vt non-sustained" and the question was asked why the device did not "redetect and keep treating." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up did reveal that the patient was very sick.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.